Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that this patient with a 21mm valve, implanted approximately for one (1) year and seven (7) months, underwent a valve-in-valve procedure due to pannus ingrowth. The tavr was performed with a 23mm valve. Procedure went well with good result. It was noted that patient expired later that day. The cause of death was acute thrombosis from clot, which the surgeon suspected may have been from the cor-knot suture devices which were used to implant the 21mm valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI#: (B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 21mm valve, implanted approximately for one (1) year and seven (7) months, underwent a valve-in-valve procedure due to pannus ingrowth. The tavr was performed with a 23mm valve. Procedure went well with good result. It was noted that patient expired later that day.